Manufacturer narrative:
(B)(4). (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in tubing) during the initial drain cycle of peritoneal dialysis (pd) therapy. The home patient (hp) was connected at the time of the alarm. The caregiver stated that they were not sure if the patient line extension had been primed completely. The caregiver stated that the patient would start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.